Event description:
It was reported that the device had premature depletion and reached recommended replacement time (rrt) two years and eleven months post implant. It was noted that the device was programmed with high left ventricular outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.